Event description:
It was reported that during a prostate procedure the first fiber had a cap rotating off center and was putting the laser on standby at 85,227 joules. A second fiber was used. The second fiber had a cap rotating off center and was putting the laser on standby at 122,596 joules. Physician reverted to loop/turp. "No harm to patient; outcome ok." This report is for the second fiber.